Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the lead, air block occurred. Noise interference prevented the sensing measurement along with high out of range impedance. Due to poor thresholds, the lead was repositioned, the noise and impedance resolved. But the air block reappeared. When the helix was deployed, the phenomenon did not occur. However, it consistently occurred when the helix was in the retracted state. Various measures were taken to resolve the issue, including confirming helix deployment and retraction in saline, deploying the helix within the cardiac chamber, and directly flushing the helix cup using a syringe. Despite these efforts, the issue could not be resolved. The lead was eventually placed and remains in use. No patient complications have been reported as a result of this event.